Event description:
The user facility received a failing bi result. Instruments were reprocessed before use in patient procedure(s) however, procedural delays were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris' distributor inspected the system 1 and found the processing cycle subject of the reported event completed successfully and all cycle parameters were met; no issues were noted. The v5, v6 and check valves were replaced however; this is unrelated to the reported event. Retain testing and DHR review were conducted for the lot subject of the reported event and no issues were noted. The reported event appears to be attributed to mishandling of the biological indicator. The distributor performed in-service training on the proper use and handling of the indicator.